Event description:
According to the reporter, during a robot-assisted laparoscopic small gastric bypass, the device was slowly pulsed fired with 5-10 pauses in between. When the device reached the end of firing, the surgeon paused for 30 seconds to make sure that the tissue was fully relaxed before retracting the blade. The bleeding appeared 15 minutes later through out the entire staple line for the gastric pouch. A total of five reloads were used. All clips from the clip applier were used to stop the bleeding. It was noted that the tissue felt normal when firing. Pli 60: product received without accompanying information.

Manufacturer narrative:
D10. Concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot p5m0488); egia60amt, egia60amt egia 60 artic med thick sulu (lot p5l1186); egia60avm, egia60avm egia 60 artic vasc med sulu (lot p5k1280); egia60amt, egia60amt egia 60 artic med thick sulu (lot p5l0835); egia45avm, egia45avm egia 45 artic vasc med sulu (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted laparoscopic small gastric bypass, the device was slowly pulsed fired with 5-10 pauses in between. When the device reached the end of firing, the surgeon paused for 30 seconds to make sure that the tissue was fully relaxed before retracting the blade. The bleeding appeared 15 minutes later through out the entire staple line for the gastric pouch. A total of five reloads were used. All clips from the clip applier were used to stop the bleeding. It was noted that the tissue felt normal when firing.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.